Manufacturer narrative:
The scope has since been repaired by a third party and will not return to olympus for evaluation. The cause of the complaint cannot be confirmed. A review of the olympus service history of the scope also shows no olympus service since 2016. To prevent patient injury when withdrawing the scope, the scope operation manual warns, ¿if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures.¿ as a preventive measure against scope damage, the scope operation manual has directions for pre-procedure inspection, including visual and tactile inspection of the scope insertion portion for damage and roughness. To address mishandling, the operation manual also warns, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ to prevent material damage, the scope reprocessing manual also specifies compatible reprocessing methods and chemical agents, and states, ¿reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small.¿ with regard to service, the scope operation manual also states, ¿equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ and ¿as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair¿.

Event description:
Olympus was informed via medwatch report (B)(4) that during a colonoscopy in (B)(6) 2018, when the scope was being withdrawn from the patient, mucosal trauma was seen in the sigmoid as well as in the rectal area. It was reported that the scope was being withdrawn due to the tortuosity and angulation of the anatomy making advancement difficult. After withdrawal, the bending rubber on the scope distal end was observed to be cracked and torn. It was reported that the scope had been inspected prior to use with no anomalies found. The colonoscopy procedure was aborted. It was reported that the patient had negligible bleeding, and is currently stable with no further intervention. It was also reported that after the event, the user facility sent the scope to third party repair, including replacement of the torn bending rubber.